Event description:
It was reported on (B)(6) 2013 that while a surgeon was performing an orif (open reduction internal fixation) ankle procedure, four 2.7 mm va locking screws (self tapping; variable lengths) could not be locked to the 2.7mm locking compression plate - lateral distal fibula plate (part # 02.118.404, lot # 714285). As a result, the plate was not implanted since it did not function intraoperative. The surgical team had a 2nd fibula plate and set of locking screws immediately available for use. It was reported the surgeon had attempted to make initial plate and screws work together during surgery; his efforts lasted 20 minutes than he removed the initial plate and replaced it with a new plate and locking screws. The surgery was successfully completed with the 2nd plate and locking screws. The procedure time was delayed by 20 minutes. The patient outcome was good. There was no report of harm or injury to the patient. No additional information was provided. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Additional product code: hwc. Undetermined. Part lot # has not been identified. Returned to manufacturer on 12/13/2013. Date received by manufacturer 12/2/2013. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis.a manufacturer evaluation was completed. Returned screw was inspected/stated as having damage on head thread. The report concluded: due to damage on the head thread the head threads or head profile could not be checked.

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(4).